Event description:
The lot number referenced is what is believed to be one of the ones in question, but that is not confirmed. The end user hospital has filed a complaint that there are tiny micro-bubbles showing up in the manifold near the rotating adaptor when they were tightening down their connections. Also this has been occurring during set-up as well as during procedures. The end user tried to aspirate back as far as possible, but the bubbles would not go away. There has been no patient injury.